Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The undersensing allegation was not confirmed, however. The laboratory analysis found no evidence of device malfunction or failure outside of the accelerated decline in battery voltage due to increasing power consumption.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed undersensing on a subcutaneous electrogram. Technical services discussed double detection algorithm and likely met due to long-short-long interval patterns. At high rates, the intervals are not long so will not be an issue sensing high rate. This s-ICD remained in service and was eventually explanted and replaced due to normal battery depletion. This device was returned and no adverse patient effects were reported.